Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause and treatment for the event were not reported. It was reported that the patient was hospitalized for the event. At the time of this report, patient outcome was not reported. Pd therapy was discontinued and patient was shifted to hemodialysis. No additional information is available.